Event description:
It was reported that the user experienced persistent high blood glucose while using the ilet with an inset 23" 6 mm infusion set, following a recent bent cannula and a subsequent cartridge-only change; after guided troubleshooting with no visible issues to tubing or cannula, a full site change was performed and insulin delivery resumed, and later the caregiver elected to disconnect and administer subcutaneous long-acting insulin to bring glucose into range. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.